Manufacturer narrative:
The customer reported that the monitor on his central nurse's station (cns) is "going in and out." The customer was instructed to connect that monitor to a known working cns to make sure it was not the video card. When connected to a known working cns, the monitor continued to blank out. The power cable was also changed but issue was still present. Nihon kohden technical support informed the customer that this is not repairable and the best solution would be contacting his sales rep to purchase a replacement monitor.

Event description:
The customer reported that the monitor on his central nurse's station (cns) is "going in and out."